Manufacturer narrative:
The reported issues were addressed with ultrasound guided manual compression and blood transfusions. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of a high stick. (Above the inguinal ligament cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery.) Complications such as retroperitoneal bleeding and pseudoaneurysm are general complications which may be related to endovascular procedures or vascular closure.

Event description:
On (B)(6) 2017 patient underwent peripheral interventional procedure to treat the sfa with a diamondback, drug coated pta post procedure, vascade selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the black sleeve retracted to expose the collagen. The collagen was deployed and the device was removed. Final hemostasis was achieved with the vascade device. Patient was re-admitted the next day with pain in the right groin, lower back and abdomen. CT scan revealed moderate acute retroperitoneal and extra-retroperitoneal hemorrhage in the pelvis between the right common femoral and right external iliac vessels and a small connection between the right common femoral artery and vein with active extravasation with pseudoaneurysmal formation. Patient received a blood transfusion and ultrasound guided compression to seal the pseudoaneurysm and resolve the retroperitoneal bleeds. It should be noted that the initial access was a high stick. Patient recovered from the complications.